Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer used an alternate usb cable, and wall adapter which charged the pump successfully. There was no reported impact to the customer's blood glucose level.